Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pin is missing.

Manufacturer narrative:
The complaint description states that the customer is complaining a missing little pin. The device associated to the complaint was returned for analysis. Examination of the returned instrument confirmed the pins are missing from the horseshoe plate. A previous investigation found (B)(4) was implemented in december of 2014; a laser weld was added all around the pins. The first batch of the new design is (B)(4). The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The complaint sample was manufactured prior to the design change. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident is attributed to design. The complaint sample was manufactured prior to the design change. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.